Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient was revised due to pain and possible tibial loosening.

Manufacturer narrative:
This report is being amended to reflect changes in adverse and/or problem, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, if remedial action initiated, recall and additional MFR narrative. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed and no deviations or anomalies were identified. The devices involved were reviewed for compatibility with no issues noted. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the tibial component. The reporter, who was in attendance during the surgery, stated that the proper surgical technique was used. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. Corrective and preventative action has determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.